Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting and chronic pneumonia. No other clinical information or medical interventions were reported. After further investigation, it has been determined that the report was incorrectly filed as a serious injury case. This report was evaluated by the clinical team and was assessed as a product problem only. Section b1, b2, h1, h6 have been updated. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting and chronic pneumonia. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.